Event description:
An alarm issue was reported with the adc device. The customer reported the low and high alarm did not sound and as a result, the customer experienced sweating, a seizure, a loss of consciousness and was unable to self-treat. Customer received third-party intervention who provided glucagon as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Successfully received high/low glucose alarms on android and ios. No issues were identified with freestyle librelink. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both low and high glucose alarm did not go off. A visual inspection was performed on the returned sensor, no observations made. Low glucose test was performed using a known good libre 2 reader paired with returned sensor and placed sensor in simvivo test fixture and low glucose alarm was observed. Repeated the test for high glucose test and high glucose alarm was observed. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported the low and high alarm did not sound and as a result, the customer experienced sweating, a seizure, a loss of consciousness and was unable to self-treat. Customer received third-party intervention who provided glucagon as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.